Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the it. Saline was used to removed the shavings an no additional anesthesia no adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the it. Saline was used to removed the shavings an no additional anesthesia no adverse consequences to the user or patient were reported, as a result of this event.